Manufacturer narrative:
Meter and strips involved in incident were returned for investigation, evaluated, and tested. Products performed to specification. No failure detected. Products will be forwarded to manufacturer.

Event description:
They have been having issues with these glucometers. They have had three occurrences in the past few weeks where the readings have been off. Reporter was on one call where the patient's free style libre read 55 and the prism read 98. They re-checked after they started an IV and the prism read 102. After arrival to the hospital, they checked again, and it was now 33 on another meter. They swapped to a different monitor on that ambulance, and they had a subsequent call where the patient's own was reading 800, and the prism read 400. Over the weekend, they had a call where the patient read 155, but they were not acting like their glucose was 155, so they were treated, and tested again and the reading was 90. All readings were performed within five minutes of each other. The caller stated the meters are always reading too high. Verified they change the lancets each time they test. They use alcohol to clean fingers and allow finger to dry completely. Patient was not receiving any oxygen therapy. Patient doesn't have trouble getting a blood sample. The meter and test strips are stored together in the back of the ambulance in a temperature-controlled environment. Replaced meter, strips and sent return label.